Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the microcatheter distal shaft was seen to be kinked approximately 11cm from the distal end. The microcatheter tip was seen to be flattened/crushed. The microcatheter hub was intact. During functional inspection, the microcatheter was flushed and a 0.0158" mandrel was advanced through the hub. Severe friction was noted approximately 7 cm from the hub. The microcatheter was cut in two places, and the mandrel was advanced though the cut section and a portion of the inner polytetrafluoroethylene (ptfe) coating was removed. The microcatheter was flushed again and a 0.0158" mandrel was advanced through the distal tip and advanced towards the cut section and friction was felt advancing it through the flattened/crushed section. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on analysis of the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The stent was deployed on purpose by the physician after the procedure. Analysis of the returned device found the microcatheter shaft was kinked approximately 11cm from the distal end and the microcatheter tip was flattened/crushed which indicates the device encountered a force during the procedure. The microcatheter was flushed and a 0.0158" mandrel was advanced through the hub. Severe friction was noted approximately 7 cm from the hub so the microcatheter was cut in two places, and the mandrel was advanced though the cut section. A portion of the inner ptfe coating was removed. The microcatheter was flushed again and a 0.0158" mandrel was advanced through the distal tip and advanced towards the cut section and friction was felt advancing it through the flattened/crushed section. It is most probable the inner ptfe coating became dislodged due to the multiple pushing and pulling of the stent in an attempt to deploy the stent through the kinked and flattened/crushed section of the microcatheter. The as reported event of catheter shaft friction and as analyzed damage of catheter shaft kinked/bent, catheter shaft friction, catheter tip flat/crushed and catheter ptfe inner lining peeling will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) ptfe inner lining peeling was peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.